Event description:
It was reported that during a colostomy take-down, a portion of the staple ring did not fire. Approximately 290 degrees of the staple line fired properly. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 07/16/2008. Information anticipated, but unavailable at this time.